Manufacturer narrative:
The case was initially associated to the acetabular components only, not marketed in the USA . Upon receipt of follow-up information about the revision surgery and the explanted components on (B)(6) 2016, this case was associated to the stem component (stem loosening), marketed in the USA, and the case was then considered to be reported. On (B)(6) 2009 the patient underwent minimally invasive total hip replacement "thp" right (approach ventral minimally-invasive). The patient complained of growing pain in the right hip, starting from (B)(6) 2016 and the surgeon suspected inlay wear. On (B)(6) 2016 the patient was revised: stem loosening and pe wear were confirmed by the surgeon. Stem and cup were changed. The revision surgery was completed successfully. The medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha done 6.5 years before in a female patient of 70 with monolateral coxarthrosis. Osteolytic region is visible in the greater trochanter area. Pe wear is apparently normal for a standard pe inlay at 6 years in a normal patient. It may still be responsible for the osteolysis but this cannot be determined with the available information. Batch review performed on 20 october 2016. Lot 090004: (B)(4) items manufactured and released on 05 march 2009. Expiration date: 2014-01-31. No anomalies found related to the problem in accordance to the specifications valid at the time of production. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was revised due to stem loosening and pe wear. Stem and cup were changed.the revision surgery was completed successfully.